Event description:
Per the clinic, the patient excess skin overgrowth at the implant site. On (B)(6) 2013, the patient underwent a surgical procedure to remove the excess skin from the abutment. During this procedure, a longer abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.